Manufacturer narrative:
(B)(4).the auto off alarm and low reservoir alarm functions properly. The insulin pump alarmed failed self test during self test due to faulty connector on remote frequency board. Device had a scratched display window, scratched case, cracked battery tube threads and broken reservoir tube lip.

Event description:
Customer reported that the insulin pump has alarmed failed self test multiple times for the past week. Customer stated the alarm history showed was auto off, low reservoir and failed self test. The alarm did not occur during the rewind or prime sequence. Customer was advised to perform the rewind process again and was assisted with programming the time and date. Customer was instructed to program an easy bolus into the air; bolus amount was recorded in the bolus history. Blood glucose value is 113 mg/dl. Nothing further reported.